Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the event reported and the device. A visual inspection found no defects, the functional evaluation found that the main circuit board was defective, a component contained on the board had failed, this did not affect the safety of the device nor expose the user to any live parts. The component was replaced and a full functional test found no further faults found. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed finding further instances, however there are no further actions deemed necessary in relation to this complaint, which is now complete and recorded as circuit board failure. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the device has signs of electrical overheating or enclosure failure which could lead to direct use contact with live electrical parts. Problem was found during service evaluation. No patient was involved.